Manufacturer narrative:
D4: product UDI - the manufacturing date for the reported device is prior to 24sept2016, therefore no UDI. The remote service engineer (rse) spoke with the customer biomed. It was determined that the speaker was not working. The rse ordered a speaker for the customer. Based on the information available and the testing conducted, the cause of the reported problem was that there was no loudspeaker connected. The reported problem was confirmed. The customer was provided a replacement speaker to resolve the issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
The customer reported that the speaker is not working, and alarms do not sound on the warning. The device was in clinical use at time of event, there was no adverse event reported.